Manufacturer narrative:
Image review: five static images and three media files were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The infolded valve was deployed on the sterile field and the infold was confirmed. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, there were doubts about a misload during the fluoroscopy check. Infolding was observed at the first attempt to implant the valve. The valve and delivery system were subsequently replaced, and a second valve was loaded and implanted without any issues. Additional information was received that a crown overlap was questioned during the fluoroscopic check of the loading. A procedural delay of approximately ten minutes occurred as a result of the infold due to loading of a new valve.

Manufacturer narrative:
Updated data: h2 h6 product analysis: upon opening the jar, remnants of gasket material were stuck along the rim. Crystallized, dried glutaraldehyde was observed along the threads of the jar. White particulates were noted on the outside and inside of the jar. Particulates appear to be from the gasket. Note: white particulate was found in the jar and/or lid upon opening. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 additional codes product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original packaging jar fully submerged in clear solution. Upon opening the jar, remnants of gasket material were stuck along the rim. Crystallized, dried glutaraldehyde was observed along the threads of the jar. White particulates were noted on the outside and inside of the jar. Particulates appear to be from the gasket. Note: white particulate was found in the jar and/or lid upon opening. (B)(4) similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. As received, two leaflets were in the closed position while a third leaflet was partially open. All leaflets were slightly stiff yet flexible. Leaflets showed creases and imprints; tissue conditions associated with the crimping and recapturing process. All commissures appeared intact. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow aspect showing an elliptical appearance and inflow aspect showing a reniform appearance. The valve was submerged in a warm saline bath. The frame expanded to full dilation. The frame showed no bends or kinks. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve; an infold was observed. The valve continued to be deployed up to the waist; the observed infold resolved. The valve continued to be deployed up to the point of no recapture. A complete deployment of the valve was performed. The deployment simulation revealed an infold at deployment; however, resolved at the waist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012519885); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012544086); product type: 0195-heart valves; implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, there were doubts about a misload during the fluoroscopy check. Infolding was observed at the first attempt to implant the valve. The valve and delivery system were subsequently replaced, and a second valve was loaded and implanted without any issues.